Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results showed that two reloads were received. Reloads (B)(4) and (B)(4) were received partially fired (B)(6). It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The reloads were tested for functionality with a test device by resetting and reloading them into the device. The functional test demonstrated that the remaining staples in the cartridge reload formed properly and the instrument achieved its complete 3-stroke firing sequence without any difficulties. Batch history review has been completed with no anomalies reported.

Event description:
It was reported by the affiliate that during a laparoscopy-assisted distal gastrectomy procedure, the devices were used for roux-en-y. At the first firing the instrument loading (B)(4) was going to fire on the duodenum, a few staples of the right side were unformed and protruded a little. Next the instrument loading (B)(4) was fired on the gastric body; a few deployed staples of the acral part were unformed. Another device was used to complete the case. There were no adverse consequences to the patient. Two reloads will be returning. (B)(4).